Manufacturer narrative:
(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional (hcp) via a distributor and representative regarding a patient in spain who received unknown baclofen at an unknown concentration and dose via an implantable pump. The patient¿s past medical history included spasticity. It was reported that post-operatively on (B)(6) 2017 a motor stall occurred. The implant date was also referenced as 59 months before, exact date not provided, and 22 to the estimatedreplacement indicator (eri). The product was explanted and replaced on (B)(6) 2017. Patient symptoms were not reported. No further information was provided at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Updated :patient code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
As clarified as to what the reporter was present for, the responsible physician had warned the reporter, agent, after checking the event with their programmer and the reporter, agent, proceeded to confirm it. The patient experienced more spasticity as a result of this event. Contributing factors and the cause of the motor stall were not determined.

Manufacturer narrative:
Interrogation of pump revealed the pump was at minimum rate and had delivered baclofen 500 g /ml at a dose of 3.18 g /day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. The residue in the motor gear train that contributed to the motor stalls.: conclusion code 11 no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.